Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025 during hemodialysis, the patient was found blood oozing (leak) from the helix connector of the venous end of the central venous catheter. It was found that the helix connector was cracked. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The blood tube was the other product being utilized with the device. Replaced the venous connector was the intervention/treatment required as a result of the event. Blood transfusion was not required as a result of the event. The reported product was replaced as a remedial action done. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.